Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "left side rupture. Device was explanted and replaced with non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as fold flaw opening and a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture" confirmed via ultrasound. This record is for the left side. Device was explanted and replaced with non-abbvie device.

Event description:
Healthcare professional reported left side rupture. Device was explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side rupture confirmed via ultrasound. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.